Event description:
Follow-up was conducted and from the information obtained it was further reported that the device was reprogrammed the same day for the increased rate. The device continues to remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient complains that their hr (heart rate) does not get up enough when exercising. The device remains infuse. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).